Event description:
I bought the embrace scar therapy long strips for older scars. I cleaned the area of use let it dry and put on as instructed. I had to use four strips because my scar is hip to hip. The date of application was tuesday (B)(6) 2023. The next day I wasn't feeling to well but never equated it to the embrace scar strips. However everyday I felt progressively worse to the point that I felt faint and like I may need to go to the hospital because I was unsure of exactly what was wrong. Though I visited my doctor on friday, (B)(6) 2023, because I wasn't feeling well again, I never equated it to scar strips. When I got home from my doctor's visit I decided to remove the strips as they were already coming off after the first day of application I manage to keep them on for 3 days. Upon removal I noticed huge blisters on and around my scar that look like burns when I touched the scar itself my skin came off on my fingers. Since removal of the strips I have been getting progressively better not feeling sick but I am self treating my scars from the scar strips. It's after the holiday now and I will report it to my doctor as of today, tuesday (B)(6) 2023. I did make the embrace company aware and supplied them with pictures they emailed me a receipt stating that they were refunding my money.